Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va1ydfa, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had to have the device replaced because the lead got lost or moved. Caller said the hcp said it had gotten lost and wasn't making connection. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.